Manufacturer narrative:
The guidewire was not returned to manufacturer for investigation. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. During processing of this complaint, attempts were made to obtain complete event. Physician commented that no bleeding was observed when the 3 guidewires were removed out, that confianza pro contributed to the dissection of the vessel. Based on the obtained information, it is presumed that the removal operation of the 3 guidewires in tangled condition might have contributed to the observed vessel dissection, meanwhile that the deployed 2 stents might have contributed to the injury of the vessel and the bleeding, however this presumption could not be verified. It could not be determined whether or not any damage or breakage occurred with the guidewires. IFU describes as possible complications and adverse event; damage to a vessel, including possible vessel perforation; coronary artery dissection; also, there are patient risks when using any guide wire including those that may result from damage to, or breakage of, the guide wire. If guide wire damage or breakage occurs, it may cause damage to the vessel and injury to the patient, or death.

Event description:
To treat heavily calcified lesion at lad #7, sion blue guidewire was advanced into the lesion. A microcatheter was advanced over the guidewire in order to advance the sion blue guidewire to distal section of the vessel. However a breakage of the tip occurred with the microcatheter in the lesion and the broken fragment was on the sion blue guidewire. Physician advanced confianzapro guidewire and fielder xt-r guidewire to the lesion and entangled the sion blue guidewire for removal. 3 guidewires were removed out, however during the removal, vessel dissection occurred. Procedure was continued with other new guidewire, and deployment of 2 stents, breeding was observed at 3 spots. It was supposed that stent deployment in a manner that the edge of the stent positioned to the dissected area had caused the bleeding. Medication and deployment of covered stent was attempted to stop the bleeding, but in failure. Patient expired.

Manufacturer narrative:
Device returned to manufacturer on 07/29/2016. Device investigation revealed its core breakage at 44mm from tip end due rotational force. Coil wire was found elongated but not separated, guidewire was in one unite up to distal end. It is concluded that the core wire was broken off due to excessive rotational force, coil elongated along with removal of guidewire. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Asahi intecc products are inspected as part of the production process, and must meet their product specification criteria prior to final release. There were no anomaly found in the final release records for the lot involved in this reported event and no indication of product deficiency. During processing of this complaint, attempts were made to obtain complete event. Physician commented that no bleeding was observed when the 3 guidewires were removed out, that confianza pro contributed to the dissection of the vessel. Based on the obtained information, it is presumed that the removal operation of the 3 guidewires in tangled condition might have contributed to the observed vessel dissection, meanwhile that the deployed 2 stents might have contributed to the injury of the vessel and the bleeding, however this presumption could not be verified. IFU describes as possible complications and adverse event; damage to a vessel, including possible vessel perforation coronary artery dissection. Also, there are patient risks when using any guide wire including those that may result from damage to, or breakage of, the guide wire. If guide wire damage or breakage occurs, it may cause damage to the vessel and injury to the patient, or death.

Manufacturer narrative:
(B)(4).